Event description:
It was reported that a 6f angio-seal evolution was deployed in the right common femoral artery (rcfa) post emergency right coronary intervention and pre-deployment angiogram. The deployment was successful and hemostasis was achieved. The patient was brought back to the cath lab approximately 5 hours later for stent placement in the left coronary arteries. Access was from the left femoral artery using a 7f sheath. The sheath was left in and a closure device was not used. Approximately 5 hours later, after the sheath was removed from the patient's left groin, the patient complained of back pain. A retroperitoneal bleed was discovered on the patient's right side. The patient was given 7 units of blood and was reported to be stable. With no immediate plans for surgical intervention. It was unsure if the artery had a double wall stick when the physician was gaining access.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.